Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224 and broken cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage or deterioration of parts due to wear and tear and mechanical damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited an error during reprocessing. There were no reports of patienty involvement.